Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint due to the display unit cpu board malfunction. The customer was advised to replace the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison: (B)(6). The distributor performed a checkout of the equipment and confirmed the reported complaint due to the display unit cpu board malfunction. The customer was advised to replace the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison: (B)(6).

Event description:
The customer reported a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.